Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following additional information: the suspect medical device's date of implantation was on (B)(6) 2015. The onset of symptoms was on (B)(6) of 2015. The patient also experienced the following: redness on both breasts, palpable breast mass in both breasts, breast pain, neck pain, back pain, rashes and sores on both breasts, brain fog that started in (B)(6) of 2016, depression and fatigues in (B)(6) of 2018, and severe chest pains in (B)(6) 2020 that prompted the patient to see a cardiologist. Patient's test were reported to be normal. The patient also had a mammogram that came back with normal results on (B)(6) 2018. The mammogram detected a few scattered appearing coarse calcifications in both breasts. The patient was prescribed medication for depression. For final surgical intervention, the patient underwent bilateral mastopexy, and bilateral breast implants removal, enbloc with total capsulectomy on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, capsular contracture manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 10, 2021, mentor became aware that the patient was also diagnosed with the following: other mechanical complication, infection and inflammatory reaction due to other internal prosthesis devices. On june 16, 2021, mentor received additional information indicating that the capsular contractures that the patient experienced were baker grade iii. On june 17, 2021 mentor received additional information indicating that the patient will be retaining the suspect medical devices. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6) year old hispanic female patient, who underwent breast augmentation revision with a (left) 500cc mentor memorygel breast implant and a (right) 525cc mentor memorygel breast implant, suffered several unexplained systemic symptoms, including pain on chest, difficulty breathing, joint pain, ringing on ears, vision blurred, not able to sleep due to pain, gain a lot of weight between 30-40lbs, all body inflammation, break out in bumps on leg and ribs, loosing a lot of hair, diagnosed with depression two years ago and took medication for one year. The patient also experienced capsular contracture; baker grade unknown. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.